Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 175 mg/dl yesterday. Customer's father reported that the alarm was resolved in some cases by disconnecting and reconnecting the reservoir or set connection a few times. Customer has had to change out the whole set in other instances. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back as the alarm is happening for more detailed troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.